Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed, no error codes found. There was no 12-month service history during the review. Functional test had been performed, and nonreactive downstream occlusion sensor was found. The dso sensor had been replaced. Customer complaint was confirmed and could be replicated. The cause of the reported issue was nonreactive dso sensor. The device passed all functional testing after repair.

Event description:
It was observed during inspection of a returned pump that downstream occlusion sensor was nonreactive. This event found in non-clinical condition. However, if this failure mode occurs during infusion, it could interrupt therapy and potentially affect the patient.